Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out during the manual prime process. Her blood glucose was 9.6 mmol/l. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. Nothing further was reported.